Event description:
Motor vehicle accident (B)(6) 2007 r ankle open chevron type laceration implant 6 hole 1/3 tabular plate on (B)(6) 2007 on fibular. Intense pain on (B)(6) 2008. Took x-ray (B)(6) 2009 - plate was broken, non union of fibular. Removed broken plate (B)(6) 2010. Surgery done at (B)(6) by dr (B)(6) on (B)(6) 2007. Removal of plate done at (B)(6) by dr (B)(6) on (B)(6) 2010.